Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be caused by smart device platform/os - the mobile device updated its operating system which closed the app. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it passed. A pairing test was performed and it failed. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause is a defective transmitter. No injury or medical intervention was reported.